Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor therapy. It was reported that for about a week the patient could feel stim between the legs and stim was too much. She was at 1.4 v and lowered stim down but a day or two later it felt too much again and she lowered it down again and a day or two later she had to do it again. She went down to 0.5 v and it feels ok. Pt was concerned that she had to lower stim down 2-3 times within a week, she never had to do that. Pt reports yesterday for about an hour she was having a sharp pain around ins. She put her hand over ins and could feel the ins close to her hand. The nurse told her to call the manufacturer. Pt says the pain went away. There were no traumas or falls reported, and the patient was advised to contact their doctor to have the device checked. No further complications were reported or are anticipated.